Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Reportedly the users hearing performance with the device was affected. A trauma was reported after which the user could no longer hear with the device. The user was re-implanted on (B)(6) 2020.

Event description:
Around (B)(6) 2019 the user fell, banging his head. Immediately after, the user could no longer hear with the device. Reimplantation is being considered.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Around the 6th december the user fell, banging his head. Immediately after the user could no longer hear with the device.